Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the display issue, review of the pump¿s black box data showed a record of a time and data reset 3 minutes after the pump was powered off. The pump¿s date and time reset to default after the battery was removed for 6 hours. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 11/21/2013.